Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 14, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user alert history showed sensor replacement was triggered for the first time on (B)(6) 2025, day 87 after insertion. The sensor was tested in-house, the investigation analysis was inconclusive due to significant hydrogel damage on the long distal, long central and short central regions. The hydrogel is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps during the explant of the sensor and is not related to the user's issue. A review of the dms data revealed reference channel instability flags were triggered in the short central and distal regions on the (B)(6) 2025 at 12:11 am. As a result, glucose data from those regions were blinded. Quality flags due to communication/missed reads on asic issues were raised for the long central and distal regions on the (B)(6) 2025 at 6:01 am and 7:01 am, blinding glucose data from those regions. Since all 4 sensing regions were blinded, for at least one hour, the sensor replacement alert was triggered. This is a bug where the retirement logic is erroneously triggering early sensor replacement due to health metric checks not fully accounting for missed reads on asics and checking the logic asynchronously, and area retirement logic was starting area specific retirement counters before intended. This was fixed in firmware update 3.22.01.07q. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report: 14 may 2025. G3. Date received by the manufacturer? 14 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 58.